Event description:
It was reported that the patient felt a "shocking sensation" around the device and patient could feel every heartbeat from the right ventricle. The device was reprogrammed; however, the patient remained symptomatic. The right ventricular [rv] lead was repositioned and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.